Manufacturer narrative:
The mv coil system was not returned for evaluation. The customer returned a part of the "ptfe liner" from the microcatheter used in the procedure. This material is not apart of the mv coil system used in the procedure.

Manufacturer narrative:
Physician phone: (B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant did not detach. Upon retraction of the device, the implant and delivery pusher began to stretch and the implant detached in the guiding catheter. The physician successfully pushed the coil into the aneurysm using a 0.35" wire. There was no reported patient injury or intervention. The patient is reported to be "okay."